Manufacturer narrative:
A review of the device history records was performed for the indicated packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. A review of the (B)(6) 2010 navilyst medical complaint report did not note any adverse trends for the product family of contrast management and the failure mode of "air bubbles". The hospital did not return a used device, but did return 18 unused units from the reported device lot. No visual defects were noted. An aql sampling of the returned devices was conducted in which multiple aspirations were performed with a syringe after the contrast sets had been attached to manifolds and a contrast media bag. In each case, after the system was primed and de-bubbled, no air bubbles were noted. The tests were also performed using saline. The directions for use packaged with this device contains the following caution: ensure that you are making secure connections when using this device to prevent the introduction of air into the system that could result in embolism and in rare instances death. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur that could result in embolism and in rare instances death. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur that could result in embolism and or exposure to biohazards. Examine product carefully for entrapped air and fully debubble prior to injection to minimize the potential for embolism and in rare instances death. Manufacturing process controls in place for this device include multiple visual examinations to insure that the check valves have been bonded correctly to the tubing. This complaint is unable to be confirmed as the returned samples were found to be within specification and functioned as intended. The reported issue was unable to be duplicated when the devices were tested. (B)(4).

Event description:
As reported, hospital was experiencing air in the tubing of the contrast management device. This occurred during preparation for a procedure when contrast was aspirated by a syringe through a manifold to which the contrast line was attached. The contrast line was replaced with another from a different lot, and no further difficulty was encountered. No air was injected and there was no pt injury. It was indicated that the used device would be returned.